Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The most probable cause of the complaint was traced to component failure. A DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head had a cut in the cable. The issue occurred during reprocessing. There were no reports of patient involvement.